Event description:
It was reported that the patient ¿spent two months in a coma and was told he would never regain consciousness and then at two months he came out of the coma.¿ it was not reported when the coma occurred or if it was related to the device or therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).